Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump displayed an unknown notification. The customer was unable to verify the notification as the pump was subsequently noted to be unresponsive and stopped all insulin delivery. The customer reported multiple intermittent occurrences of this issue. The customer's blood glucose level was 200 mg/dl. Reportedly, the customer has insulin pens available as alternate insulin therapy.